Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited pacing inhibition which led to asystole of two seconds. Automatic capture was turned on and the patient will continue to be monitored. The rv lead remains implanted and in service. No adverse patient effects were reported.